Event description:
It was reported that the patient presented to hospital for an implant procedure. During the parameters testing, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and elevated capture threshold. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.